Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. Device history record review could not be performed since no lot number was provided for evaluation. Sample not returned: based on the investigation results, a definitive root cause could not be identified for the reported failure mode through this investigation since no sample was returned for analysis. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.

Manufacturer narrative:
Cfn-2015-6782: initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
Medical specialties - irritation customer stated via email: I would like to file a complaint on behalf of my wife who is using item # db507500bep o pleurx drainage kit w/500 ml vac. The final clear dressing is causing her skin to have severe skin irritation/rash and redness as the skin has been removed and it very red, inflamed and subject to infection due to the adhesive interacting with her skin. She has had this product for less than 20 days and she cannot tolerate further damage and pain to this area. Pleurx drainage kit w/500 &#844; vac. Bottle.&#2067;he is being treated for stage IV breast cancer and I am her husband and primary care giver.&#857; question is this, what can be done to resolve this problem? Can you send us alternative adhesive bandages? She will be required to change her bandages daily for a period of time which is indefinite according to her doctors based upon her current condition and prognosis. Additional information received on 10nov2015 via phone call from patient: she is a (B)(6) female. She began to use paper tape instead of the tegaderm to allow her skin to heal and after about 4 days, it was healing well. She can now use the tegaderm again with the cavilon wipes as a barrier but is careful about removing it. She removes it more slowly and there is no further breakdown. She does not know the lot number. She is receiving pleural drainage.